Manufacturer narrative:
Additional information: e4, g2, h4, h6, h10, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the tubing chamber vent to the floor. This occurred during patient infusion. The spill was approximately 20 ml of fluid. The chemotherapy infusion was paused with 109 ml administered and 238 ml remaining in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.